Event description:
It was reported that the bur and/or the bur guard used with the drill burned the patient. Information is unknown as to the location of the burn and if any surgical/medical intervention is necessary.